Manufacturer narrative:
At this time, the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed an expected longevity of 2.5 years during an interrogation. However, six months later the patient was reportedly told that based on the magnet rate (mr) the device had 1 year of battery life remaining. Boston scientific technical services (ts) discussed the difference between the longevity calculations based on the mr and the programmer. The pacemaker remains in service. No adverse patient effects were reported.